Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A follow up calls were made and the customer stated having low blood glucose while sleeping. The customer stated that he passed out and his wife called the paramedics; then he was taken to the hospital. The customer was wearing the device and the sensor at the time, and it did not go off. The caller mentioned that the sensors last 3 to 5 days. The customer stated having a follow with his endocrinologist and the emergency room doctor. The customer was aggravated with the glucose monitor lasting for more than five days and having a lot of calibrations errors. No further information was provided.